Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue and resumed insulin delivery, but ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose was 300 mg/dl.